Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported during an implant procedure on (B)(6) 2024 the patient experienced tinnitus with symptoms including sensory disturbance or impairment including neuropathy, neuralgia, sensory deficit, headache, and hearing and visual disturbance. The leads were removed and the procedure was not completed. Next course of action is undetermined at this time.